Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va100z1, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated they had just had a revision to realign the leads someplace else. They said the same implant was left, but the leads were connected to a different area. They said the reason for revision was because the device was not working for them and they were having incontinence. They noted it never really worked well for them. They noted the revision was done on (B)(6), but they were not sure when the incontinence started. No further complications were reported or anticipated.